Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event of peritonitis. The cause of peritonitis was unknown. The patient was treated with fortaz (daily for seven days, intraperitoneally, dose was not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was discharged from the hospital and was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.